Event description:
It was reported that after six months from the implant, leakage was noted on the external portion. They found fissures not justified by the implant duration.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.